Event description:
Upon initial use of blade, shaver head slowed, began to bind and stopped. Second blade of same lot number opened and same sequence of events occured. Small metal fragments noted inside right knee joint. Third blade of different lot number opened and used it performed adequately, but surgeon felt it was still binding. Knee joint irrigated throughly with normal saline solution and suction punch used to remvoe fragments.